Manufacturer narrative:
(B)(4).

Event description:
Due to patient's inability to swallow the capsule, the capsule was placed with an endoscope. During the procedure, the capsule stopped blinking. Physician realized this immediately and removed the failing capsule. The physician proceeded to place a second capsule. No harm to the patient was reported.